Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a manifold assembly failure. Device received an error 5 inlet pressure out of range. The manifold assembly was replaced. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not be calibrated from customer. Per follow up information received via mail on 28mar2024, it was reported that the device would be repaired in the hospital by crs oder device would be repaired at crs depot. No patient involvement and therapy finished with another device.